Event description:
Filshie clips embedded into another organ and pulled bowel out of place, one clip was barely hanging onto the fallopian tube as it was tearing the tube. Filshie clip removal (B)(6) 2014 showed damge, the filshie clips removed in about a year.